Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port attached to a catheter were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Tissue was partially removed from the port septum and an infusion test was performed and was successful as dye water along with thrombus was observed. The port was patent to both infusion and aspiration. Therefore the investigation is inconclusive for the reported difficulty in flushing, aspiration difficulty and accessing difficulty issues as the infusion, suction and accessing was successful during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2019). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years three months and twenty days post port placement, the port was allegedly difficult to be flushed. It was further reported that the port was allegedly unable to be aspirated and has not been accessed. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 11/2019). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years three months and twenty days post port placement, the device was allegedly difficult to flush. It was further reported that, the device was not flushed regularly. Reportedly, the device was still implanted. There was no reported patient injury.